Event description:
Patient reported that they were injected with juvéderm® ultra plus¿ xc in the nasolabial fold over a month ago. The next day, patient experienced a lot of pain and slight swelling. Patient went to a plastic surgeon and diagnosed with trigeminal neuralgia. They were "medicated." The next week, pain got worse, catching eyes, nose, and temples. Patient also experienced "spasms inside the mouth where the nerve in the palate is protruding and the spasm radiates to the neck getting stiffened. Got the ear and I started to hear less and the vision is blurry. I went to the neuro and did a CT scan."

Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.